Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during firing on surgical resection of rectum, the gun did not close properly and they believed that it was due to a defective load. When they shot with the next load, the pistol mechanism was broken. There was no injury to the patient.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one reload. Visual and functional evaluation of the reload found no abnormalities. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, per additional information received during firing on surgical laparoscopic resection of rectum , the device had not been used on the patient. There was a problem loading the device, but no problem unloading. The surgeon was not able to press the green button or squeeze the handle. The jaws did not lock on tissue. No components broke off the device. To resolve the issue another device was used. The patient is currently in recuperation.